Event description:
I had a mesh bladder sling installed in (B)(6) 2010 for a urinary incontinence problem. Since then I have suffered the following site effects: continued incontinence, pain and pulling sensations in the vaginal area, painful intercourse, inability to orgasm, resulting only in an overwhelming urge to urinate.